Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of two years in the estimated battery longevity was observed between follow-up visits and the battery is using greater than 200% of power consumption. Technical services were consulted and confirmed premature battery depletion. Due to this anomaly, device replacement was recommended within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of two years in the estimated battery longevity was observed between follow-up visits and the battery is using greater than 200% of power consumption. Technical services were consulted and confirmed premature battery depletion. Due to this anomaly, device replacement was recommended within 90 days. Additional information: new information was provided from the field indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of two years in the estimated battery longevity was observed between follow-up visits and the battery is using greater than 200% of power consumption. Technical services were consulted and confirmed premature battery depletion. Due to this anomaly, device replacement was recommended within 90 days. Additional information: new information was provided from the field indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Update: the product investigation has been completed. This report includes device technical analysis.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of two years in the estimated battery longevity was observed between follow-up visits and the battery is using greater than 200% of power consumption. Technical services were consulted and confirmed premature battery depletion. Due to this anomaly, device replacement was recommended within 90 days. Additional information: a request was submitted to the field to obtain additional details regarding the status of this event. The field representative was unable to provide any further information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.